Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Since it was reported that the device was withdrawn from the anatomy with force, it should be noted that the whisper guide wire instruction for use states; do not: push, auger, withdraw or torque a guide wire that meets resistance and/or torque a guide wire if the tip becomes entrapped within the vasculature. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, there was no reported damage to the previously implanted xience stent during removal of the whisper guide wire and the stent was confirmed to be fully apposed to the vessel wall.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the proximal left anterior descending coronary artery that was heavily tortuous, mildly calcified and 90% stenosed. A xience stent was implanted and in order to perform kissing balloon technique, an attempt was made to remove the whisper ls 3cm h 190 guide wire from the patient's anatomy. The whisper was then removed from the anatomy with force. Once removed, the guide wire was observed to be stretched. The whisper guide wire was replaced with non-abbott guide wire and kissing balloon technique was successfully performed to complete the procedure. The physician feels it was likely the whisper guide wire met resistance with the previously implanted stent and the blood vessel wall. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.